Event description:
The customer alleged that five employees experienced eye irritation, sore throat, and a headache when working around cidex opa. The customer stated that no medical attention was sought. The workers still experience the symptoms intermittently. The customer stated that there are no additional comments at this time.

Manufacturer narrative:
Eye irritation, sore throat - inhalation. Reference 2084725-2009-00157, 2084725-2009-00159, 2084725-2009-00158, 2084725-2009-00161.